Event description:
It was reported stimulation was not covering needed area. Pt had a resume lead implanted. Impedance measurements were reviewed and are normal. It was noted physician cleaned up some scar tissue and re-positioned a new resume lead. Impedances were good. Lead was replaced because surgeon accidently nicked or cut it. Additional info will be provided when available.

Manufacturer narrative:
(B)(4).